Event description:
Additional info received from MFR on 3/16/00: the sample was not returned to arrow for evaluation. However, additional information was obtained from the user. The pump experienced kinked catheter alarms, but the alarms stopped when the volume was decreased to 27cc. On 11/9/99, the pt was successfully weaned from the iab. There were no pt complications.

Event description:
Iabp which is #7 french and on trial did not unwrap all the way, causing gas valve alarm to be turned off until volume in balloon decreased to 27cc.